Event description:
It was further reported that the programmer was returned.

Event description:
It was reported the programmer was unable to auto-identify and interrogate brady devices. The rf (radio frequency) head was changed out and found that a different head also had the same problem, yet both heads worked fine on another programmer. The programmer is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was unable to auto-identify and interrogate brady devices. The rf (radio frequency) head was changed out and found that a different head also had the same problem, yet both heads worked fine on another programmer. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event. It was further reported that the programmer was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer only had telemetry when the rf head connector was pushed. The programmer also failed functional testing.